Event description:
It was reported that the patient presented for the bi-ventricular device upgrade procedure. During the procedure, upon interrogation, the atrial lead exhibited loss of capture. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable.